Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he was in pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that sometimes the ins turns on and off and caused a ¿tingly effect¿ for him in certain directions or when the patient was laying or standing. The patient reported that he didn't know if it was his mind or his body. No further complications were reported.